Event description:
No blood glucose levels reported. The customer reported multiple no delivery alarms from the insulin pump. The customer reported that a lot of times, the no delivery alarm would be resolved by reconnecting the infusion set and reservoir of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.